Event description:
It was reported that resistance was met when advancing the spring wire guide (swg) into the pt¿s subclavian vein. As a result, the md removed it from the syringe, at which time the swg was found kinked. The md then opened a new kit to finish the procedure; however, after the new catheter was placed, he was unable to withdraw the swg. Reference MDR #9680794-2011-00055 for the second event involving the same pt.

Manufacturer narrative:
One swg was returned for analysis. No syringe or introducer needle was returned. The swg was unraveled at the distal end. There were several kinks in the swg. There were no centimeter markings on the swg. Discoloration was observed at the broken end of the core wire. Microscopic inspection revealed a plastic deformation and necking of the swg in the area of the break. The distal weld was missing from the coil wire. The proximal weld was intact. The outside diameter (od) of the swg was measured at the proximal end where it was not unraveled and did not agree with the specification. The returned swg did not match the swg supplied in kit cs-25703-e; however, a .035¿ wire should also fit through the arrow raulerson syringe (ars) and introducer needle. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. A device history record review was performed in the swg, the ars and the introducer needle. There were no relevant findings on the swg and the introducer needle. There was a potentially relevant finding on the ars for inner cannula inner diameter (ID) blocked/constricted. A nonconformance was initiated to investigate the potentially relevant finding. The report that the swg kinked was confirmed through exam of the returned sample. In addition to being kinked, the swg was unraveled and the distal weld was missing. The ars and syringe involved in the event were not returned for eval. The potential cause of this issue could not be determined based on the sample and info provided and without all the components involved in the event.